Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02224. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. No additional information was provided. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2013-02224. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with revision/removal of previous mesh due to sui. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent the concurrent procedures of anterior and posterior repair, enterocele repair with mesh x 2, colpopexy, vaginal extraperitoneal with mesh, mesh insertion for pelvic floor defect x 2, excision of external hemorrhoid remnants, and excision of urethral caruncle during mesh implantation.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infections.

Manufacturer narrative:
Additional patient codes: (B)(4)- urinary frequency, (B)(4)- urinary urgency, (B)(4)- urinary retention, (B)(4)- dribbling additional narrative: it was reported that following insertion the patient experienced urinary frequency, dribbling, urinary urgency and urinary retention.